Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 5/27/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2021-00804 for product code r7f282ct (decanav electrophysiology catheter), (2) MFR # 2029046-2021-00805 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter).

Event description:
It was reported that a female patient, born on (B)(6), underwent an atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and a decanav electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient had originally presented with a minor baseline pericardial effusion. Pulmonary vein isolation (pvi) and posterior wall isolation (pwi) was done. Patient¿s vitals remained good without support, throughout the procedure; her lowest pressures were around 89/41. At the end of the case, post-ablation phase, the same pericardial effusion present at baseline, was noticed to be "moderate to significant," on intracardiac echo (ice). Moderate to significant pericardial effusion was confirmed. Pericardiocentesis was done to drain 900 ml of fluid from the pericardial space. Post intervention, blood pressure immediately recovered to 121. Patient was reported in stable condition and was moved to post-anesthesia care unit (pacu) and then to the intensive care unit where she was deemed to have fully recovered with no residual effects. Prolonged hospitalization was required. Patient condition was frail. The blood drained from the heart was dark, signaling a right sided incident. It was reported that through the use of timeline, they noticed a shift in the decanav electrophysiology catheter orientation while positioned in the coronary sinus (cs) that was not a result from physical movement of the catheter but instead it naturally shifted, and they thought this may have been the cause of the effusion. After the initial drain and waiting period to ensure the pericardial sack wasn¿t still filling, the decanav (in the cs) and stsf/vizigo (pulled back into inferior vena cava (ivc)) were then pulled out of the body. The pericardial sack then began filling more rapidly. This further suggested it may have been a perforation in the cs. Transseptal puncture was performed using a heartspan 98 cm needle. There was no evidence of steam pop during the ablation. Normal stsf irrigation settings were used. Correct catheter settings were selected on the generator. The pump was switching from low to high flow during the ablation. No error messages were observed. On screen force visualization features used were graph, dashboard, vector and visitag. Visitag parameters were 2.5mm movement, 3 seconds, and 30%/3g fot. Impedance with manual coloring from 1 to 10 ohms was used. It is the physician¿s opinion that the use of the decanav catheter might have contributed to the adverse event occurrence; however, given the adverse event was discovered after ablation therapy had been already applied, the stsf cannot be excluded.

Manufacturer narrative:
It was reported that a female patient, born on (B)(6)1937, underwent an atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and a decanav electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient had originally presented with a minor baseline pericardial effusion. Pulmonary vein isolation (pvi) and posterior wall isolation (pwi) was done. Patient¿s vitals remained good without support, throughout the procedure; her lowest pressures were around 89/41. At the end of the case, post-ablation phase, the same pericardial effusion present at baseline, was noticed to be "moderate to significant," on intracardiac echo (ice). Moderate to significant pericardial effusion was confirmed. Pericardiocentesis was done to drain 900 ml of fluid from the pericardial space. Post intervention, blood pressure immediately recovered to 121. Patient was reported in stable condition and was moved to post-anesthesia care unit (pacu) and then to the intensive care unit where she was deemed to have fully recovered with no residual effects. Prolonged hospitalization was required. Patient condition was frail. The blood drained from the heart was dark, signaling a right sided incident. It was reported that through the use of timeline, they noticed a shift in the decanav electrophysiology catheter orientation while positioned in the coronary sinus (cs) that was not a result from physical movement of the catheter but instead it naturally shifted, and they thought this may have been the cause of the effusion. After the initial drain and waiting period to ensure the pericardial sack wasn¿t still filling, the decanav (in the cs) and stsf/vizigo (pulled back into inferior vena cava (ivc)) were then pulled out of the body. The pericardial sack then began filling more rapidly. This further suggested it may have been a perforation in the cs. Device evaluation: visual analysis of the returned product revealed that no damage or anomalies were observed on the stsf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30523741m number, and no internal actions related to the reported complaint condition were identified. As part of biosense webster inc. (Bwi) quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2021-00804 for product code r7f282ct (decanav electrophysiology catheter) (2) MFR # 2029046-2021-00805 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter).